Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the heater cooler generated excessive ice around the evaporator making draining difficult. Since the event occurred after cardiopulmonary bypass, there was no patient involvement during this event.